Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: could you please provide device details (product name, product code, lot# or batch#) could you please provide more details how issue was addressed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Could you please provide device details (product name, product code, lot# or batch#) r: 60mm ecr60 load the lot we have to look at the room sheet, I don't have it here at the moment. Could you please provide more details how issue was addressed? R: a suture was made with prolene 3.0 thread with 2 needles (cardiovascular) with a large needle, at the opening of the load. Made of methylene blue without leakage. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? R.he only had more attention on the first day, the patient did well, without complications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the surgical procedure being performed? What was the product code of stapler and cartridge used? Please clarify what is meant by ¿chewing¿ the tissue. Was the surgeon able to completely fire the device? Is the device cutting and stapling the full 60mm? Please describe staple form. Was the surgeon crossing staple lines when issue occurred? What is the cleaning technique of stapler between firings? Can details be provided on what additional attention to patient was required. Was any medical or surgical intervention required due to issues encountered with device?

Event description:
It was reported that the surgeon has been complaining about the following situation: the reloads are not stapling, it seems that the stapler is cutting and it is "chewing" the tissue and when the stapler is opened, there is no staples of the reloads on the the tissue. I don't know if there could be any problem with the kit lot the surgeon knows how to use properly the device, he waits for 15 seconds, makes all device protocols and even so it happened with these reloads.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2020. H1: MDR decision: malfunction. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered a malfunction. Additional information was requested, and the following was obtained: what was the surgical procedure being performed? Bariatric sleeve. What was the product code of the stapler and cartridge used? Ec60 e ecr60b. Clarify what it means to ¿chew¿ the tissue. "Chewing the fabric" is as if the blade is not cutting and the staples are thus malformed, it was pushing the fabric. Was the surgeon able to fully trigger the device? Yes. Is the device cutting and stapling a full 60 mm? Yes. Describe the basic form. Was the surgeon crossing the staple lines when the problem occurred? No. What is the stapler cleaning technique between shots? Vat with serum washing the stapler. Details can be provided on what additional patient care was needed. There was no additional attention (as a reinforcement with prolene thread was made over the staple suture) and there were no leaks in the methylene blue test. Was any medical or surgical intervention necessary due to problems encountered with the device? No.